Event description:
The customer was being trained for using software version 2.5. While the baxter clinical education specialist was near the instrument a donor received a reinfusion of 210 ml of platelet poor plasma. The donor experienced no effects from the infusion. The operator thought that the platelet rich plasma integrator may have had an effect so it was turned off, then the procedure continued. (It was later found that the prp integrator had no effect). The trainer had not observed anyone in contact with instrument.